Event description:
It was reported that patient underwent a surgical procedure to reposition his inflatable penile prosthesis (ipp) device. No information about the patient outcome is available at the moment. Additional information was received. Pump was high riding and difficult to use. The pump was repositioned, fluid was checked, and replaced. All found to be in working order. No adverse patient effects.